Manufacturer narrative:
Other relevant device(s) are: product ID: mc1vr01-delsys, serial/number: (B)(4), use by date: 2019 apr 14, UDI number: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the leadless implantable pulse generator (ipg) delivery system was difficult to manipulate due to the patient's anatomy. Deployment was not performed because of the short distance to the anterior wall, therefore the targeted site for the implant was changed and the lower septum was approached. Leakage of the contrast agent was identified at that time. When the delivery system was directed toward the lower septum, the site near the apex of the heart might have been slightly scratched by the tip of the delivery system, and this may have been the cause of the leakage. The patient experienced a decrease in blood pressure and a pericardial effusion. The ipg system was removed and replaced by a trans-venous system. No further patient complications have been reported as a result of this event.